Event description:
It was reported that a user experienced a blood glucose reading of ¿high¿ while using the ilet system and suspected infusion into scar tissue; the agent guided the user to change the infusion set to a 6 mm cannula, and no device alerts or alarms were reported. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by the agent. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with possible contribution from infusion-site issues; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.